Manufacturer narrative:
(B)(4). The customer returned a 3-lumen catheter with the guide wire threaded through the medial extension line instead of the distal extension line. However, the complaint description states that the customer threaded the guide wire through the distal extension line. The guide wire advancer was also returned. The guide wire was removed during preliminary inspection to check for damage and visual analysis revealed that there was one kink on the guide wire body and one bend near the proximal end of the guide wire. Signs of use in the form of biological material were observed on the guide wire body and the catheter body. The guide wire was removed with little to no difficulty. The distal j-bend was also misshapen. Microscopic examination confirmed the damage and revealed that the proximal and distal welds were secure and intact. The kink on the guide wire measured 301mm from the proximal tip. The guide wire total length measured 600mm, which is within the specification limits of 594mm-606mm per the guide wire product drawing. The guide wire outer diameter measured 0.795mm, which is within the specification limits of 0.780mm-0.810mm per the guide wire product drawing. The catheter body length from the juncture hub to the distal tip measured 216mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 2.398mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion product drawing. The guide wire was inserted through the distal end of the catheter. Little to no resistance was encountered as the guide wire passed completely through the catheter body. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire due to catheter resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. This likely contributed to any resistance encountered by the customer. The catheter and guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when he threaded the catheter onto the guidewire the brown/distal lumen was blocked. He stated he had to open another set and use the catheter from that set which threaded smoothly through distal lumen." No patient harm or consequence reported. Patient condition reported as "fine".

Event description:
It was reported that "when he threaded the catheter onto the guidewire the brown/distal lumen was blocked. He stated he had to open another set and use the catheter from that set which threaded smoothly through distal lumen." No patient harm or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4).